Event description:
It was reported that during a myomectomy procedure the surgeon was using the first enseal device was broken inside the patient. They managed to recover the device pieces and return them for analysis. Device will be returned.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the upper jaw detached and returned. In addition the cable was cut off. Due to the returned condition, functional testing could not be performed. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.